Manufacturer narrative:
Patient identifier: complete entry = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed wbc result while using the cell-dyn sapphire analyzer. Sample ID (B)(6) generated 0.454 and repeat 4.03 10e9/l. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for investigation. The investigation included review of product historical data, and product labeling. Review of product historical data did not identify any trends for this issue. Labeling was reviewed and found to be adequate. Based on all available information no system issue was identified.